Manufacturer narrative:
Device passed sleep current measurement, self test and displacement test. All currents within specific range. Device failed the active current test unexpected low battery alert noted during testing and confirmed power error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm during normal use. The customer¿s blood glucose was 123 mg/dl. The customer was advised to clear the alarm, but the notification light stopped flashing immediately after removing the battery. The insulin pump will not be returned for analysis.